Manufacturer narrative:
Date sent to FDA: 7/16/2020. Additional information: a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 9/8/2020. Additional information: additional b5 narrative: it was reported that the patient underwent mesh revision on 10/14/2019 due to recurrence of incontinence and infection. It was reported that the patient underwent mesh removal on (B)(6) 2020 due to recurrent stress urinary incontinence, rectocele, pain and infection. (B)(4) submitted for adverse event which occurred on 10/14/2019. (B)(4) submitted for adverse event which occurred on 1/14/2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2012 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.